Manufacturer narrative:
(B)(4). Date sent: 09/04/2025 d4: batch #unk additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? No, the device did not lockout, battery seemed too low to finish firing after 5th reload 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, partial staple on 5th firing, battery too low after that 3. Or, did the device fully fire and stop during the automatic knife return? No 4. Was there any difficulty opening the device? Yes, device locked out as battery too low to complete firing sequence. Manual override initiated 5. If yes, how was the device removed from the patient? Manual over ride 6. If yes, did the jaws eventually open? Yes a manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97y2m, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, it was observed that the device device became very slow and battery had no power left by half way of 5th firing. Manual knife reversal had to take place. Procedure then was completed with a new echelon flex 60 stapler with another 7 firings with no issues. There was a delay of two minutes. There was no patient consequence reported. No additional information provided.